Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a fatal error message when nurses attempted to pull medications, caused the system to log the user out and return to the login screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist (tss) performed a backup and proceeded with a full sync. The sync was completed successfully. The tss set the carefusion application to auto-run and rebooted the device. The tss attached the knowledge articles (proper data sync procedure & how to place a new db in an es station) and (how to create a station database backup). The system functioned as intended after the technical support specialist troubleshot the device.